Manufacturer narrative:
(B)(4). The lot number provided by the customer was not a valid lot number; therefore, a DHR could not be performed. The sample was returned for evaluation, along with several photos. The complaint states that a piece of tape was found on the circuit side of the filter. A visual exam was performed on the sample received and no tape or foreign object was observed. The photos were inspected and tape could be seen inside the filter. Based on the investigation performed, the reported complaint could not be confirmed. Although tape could be seen in the photo, it was not observed on the actual sample that was returned. Tape is not used in the assembly manufacturing area. It could not be determined why the tape was in the filter. In the current manufacturing procedure , a 100% visual inspection and drop testing is conducted after the assembly process; thus any ineffective and blocked products would be detected prior to release.

Event description:
Customer alleges that "patient desaturated in theatre due to partially blocked filter." The report states the "filter was replaced with one which was not blocked and the surgical procedure continued uneventfully." Reported no injury to patient. Reported patient condition as "fine."

Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. This evaluation is in progress.

Event description:
Customer alleges that "patient desaturated in theatre due to partially blocked filter." The report states the "filter was replaced with one which was not blocked and the surgical procedure continued uneventfully." Reported no injury to patient. Reported patient condition as "fine."